Manufacturer narrative:
This supplemental report is being submitted to provide a correction of the previously submitted (B)(4). Corrected fields: h6; h11. Updated fields: g3. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive on the distal sheath has a chip. Based on the results of the investigation, a root cause could not be identified.

Event description:
No additional information was received from customer.

Event description:
It was reported the flex deflectable videoscope exhibited error e238 during a therapeutic endoscopic surgery. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.